Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275 cc saline breast prosthesis, cat. #3501640, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 275 cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by a physical exam. As a result, the patient underwent explantation and replacement with a mentor saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 03/28/2018, the mentor failure analysis lab received the device for evaluation. On 04/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/20/2018, mentor completed the evaluation on the suspect medical device. Upon receipt by mentor, the device was received without fluid. White foreign material was observed within device and white material observed on shell surface. Device was observed with a crease on both aspects. A rent was also observed measuring <0.1 cm at the end of a crease on the posterior aspect within an area of shell abrasion. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).